Event description:
A surgeon reported, during surgery, the blade of the knife was dull. There was no pt harm reported.

Manufacturer narrative:
One opened sample was returned for eval. The sample was examined using 50x minimum magnification and found to have a damaged tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness as described by the customer. Similar damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during finishing process to ensure the sharpness of the product. (B)(4).